Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer experienced low blood glucose. The caller stated the customer's blood glucose declined to 41 mg/dl. The customer has been treated with glucose tablets for their blood glucose. Troubleshooting did not find any issues with the drive support cap. It was also found the insulin pump passed a displacement test. The caller declined to return the insulin pump for analysis.